Event description:
The lay user/patient contacted lifescan in 2008 and alleged that his one touch ultra2 meter was displaying an error message and also reported that his test strips had a strip cut issue. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue with the meter first occurred on five days earlier, between 5:30-6:00 pm, whereas the issue with the test strips first occurred on original date at 4:00 pm. He reported that he reportedly experienced low blood sugar after the reporter issues. (It is unknown as to what time he started experiencing the symptoms.) He reportedly treated himself with food/beverage. The patient was not tested on any device. At the time of troubleshooting, it was verified that this was a new product. The patient did not recall which error message he had obtained. He was walked through resolving the issue. For the strip issue, he reported that the strip part where the blood sample is applied was double the normal size. This issue was not resolved with troubleshooting. This complaint is being reported because the patient alleged that he experienced low blood glucose (no specific symptoms provided) after both the meter and the strip issues. He allegedly treated himself with food/beverage. The meter issue was resolved with troubleshooting, but the strip issue was not. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.